Event description:
Report received from the us stating that the device had a damaged neuro-tip. The device was not being used during surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).